Event description:
Exponent received a prodisc c implant on (B)(6) 2023 with no paperwork that could not be tied to any open complaint. Several attempts were made to reach out to centinel employees and distributors in the area but the implant could not be tied to a case. No other information is available.

Manufacturer narrative:
Exponent received a prodisc c implant on (B)(6) 2023 with no paperwork that could not be tied to any open complaint. Exponent notified centinel spine on (B)(6) 2023. Several attempts were made to reach out to centinel employees and distributors in the area but the implant could not be tied to a case. No other information is available. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was returned to exponent for third party device evaluation. Exponent will complete the evaluation under their report number pdc-rd-0055 and based upon their approved report protocols. It was confirmed that a removal took place but no information was provided. No other anomalies associated with the complaint were found during the investigation. The reason for removal is unknown. The submission is 1 of 1 devices involved in this event.